Manufacturer narrative:
Based on information received, event occurred before laser fired. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(6).

Event description:
New information was received. Event occurred before laser fired. Hence, not qualified for the reportable event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported loss of suction with one patient interface.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twenty two successfully performed treatments. The reported treatment could be identified in the logfile. The log file shows that the beam control check (bcc) was performed about seventeen minutes before the start of the treatment and not immediately before the treatment. The surgeon has had difficulties to reach a valid suction two value. Meanwhile, he lost the valid value for suction one. The surgeon pressed the foot pedal during the vacuum process and stopped the vacuum process, the treatment was cancelled. The treatment of the patient's right eye was aborted prior to procedure. The treatment was aborted by user. Reported malfunction not confirmed. In summary, the patient interface lost suction before the laser fired. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. A root cause for the customers reported event could not be determined because according to logfile review the product met manufacturer¿s specifications; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).